Event description:
The reporter stated that the surgeon was inserting a eyeonics crystalens with a msi-tf injector and a haptic bent and tore the posterior capsule. The surgeon enlarged the orginal incision and removed the lens. A vitrectomy was performed and another lens was inserted and no suture required.

Manufacturer narrative:
Evaluation: results: a work order search was performed for the injector and cartridge for similar complaints within the search. No similar complaints found for the injector lot. There were three similar complaints found in the cartridge search.